Event description:
The following info was reported to kci by the kci (B)(4) rep: on (B)(6) 2010, v.a.c. Therapy was applied on a tunnel with a 1cm opening and a 4cm depth located 4-5cm from the anus. It was noted that "the depth of the wound gradually decreased. Foam filled nearby the tunnel opening to enhance granulation at the wound bed." On (B)(6) 2010, v.a.c. Therapy was discontinued. On (B)(6) 2010, it was observed that the tunnel was not healing. An incision was made and a partial portion of a foreign material alleged to be v.a.c. Dressing was excised. On (B)(6) 2010, the foreign material was completely excised by "reoperation."

Manufacturer narrative:
The physician reported the following: "foam was discovered and it was adhered to granulation tissue which caused difficulty removing it. It was considered that nerves were running nearby perineal wound and there was no foreign body reaction. Therefore, it should be left as it was. However, later on, discussed with the hosp meeting regarding this matter. Decided to excise the foam completely by reoperation." Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identify. This report is being filed due to possible user error.